Event description:
The physician was performing an angiogram when some kinking of the catheter was experienced in the area of the femoral artery. Because of the kinking, the distal tip of the catheter would nto torque as the physician turned the hub. The catheter became detached inside the pt distal to the tip of the ultimum act introducer sheath. The physician did not feel resistance when withdrawing the catheter. The physician inserted a 7f sheath distal to the ultimum sheath and used a goose neck wire loop to successfully remove the catheter. The pt was not compromised and was reportedly in good condition. The catheter was not retained by the hosp for evaluation.